Event description:
A nurse at the facility reports that during intraocular lens (iol) implant surgery, the iol was scratched. The incision was enlarged to facilitate removal of the scratched iol and a second iol was inserted. Additional info has been requested.